Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited higher pacing thresholds and low r-wave sensing values. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.